Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note attached list of add'l devices implanted in this patient: pxc181000/03731154 - pxc141400/03749031.

Event description:
In 2005, the pt underwent endovascular repair of an infrarenal abdominal aortic aneurysm using gore excluder aaa endoprostheses. In 2008, the devices were explanted due to aneurismal sac growth secondary to a type ii endoleak from the lumbar artery. A bypass was performed to repair to abdominal aneurysm. As reported, there were no alleged deficiencies with the graft. The devices are being returned to gore for add'l investigation.